Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential failure mode could be "missing components / accessories". A potential root cause for this failure could be due to "lack of training / incorrect training". It is unknown whether the device had met relevant specifications. Based on no patient involvement the product does not appear to have been used. However, the product is intended to be used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that some parts in biocath bard tray were faulty and missing. From the user recollection, syringe was used to deflate balloon and to inflate. This pack had not been tampered with syringe and caregiver reported that the same issue had occurred with one of patient¿s previous catheters. Per follow up 1 received on (B)(6) 2021, the syringe was the only missing part.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that some parts in biocath bard tray were faulty and missing. From the user recollection, syringe was used to deflate balloon and to inflate. This pack had not been tampered with syringe and caregiver reported that the same issue had occurred with one of patient¿s previous catheters. Per follow up 1 received on 04mar2021, the syringe was the only missing part.